Event description:
An 8f perclose device was attempted to right femoral artery, although unsuccessful with inability to maintain hemostasis, with exchanging an 8f sheath to 11fr sheath to 12fr sheath followed by 14f sheath. The pt was transferred to the or to repair the right femoral artery.